Event description:
It was reported that during a transpedicular balloon kyphoplasty at t12, one of the inflatable bone tamps (ibts) ruptured at the first inflation attempt. It was noted that blood came up thorugh the tubing just after insertion and pressures never registered on the syringe. According to the report, "the contralateral balloon only got to 60 psi with maximum balloon performance. May have been patient anatomy or puncture occuring during insertion". The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The rupture is oriented primarily longitudinally along almost the distal peak of the balloon, and is consistent with contact with bone splinters during surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.